Manufacturer narrative:
The customer¿s report of disconnection was not confirmed. No anomalies were observed on the set during initial visual inspection. Functional testing showed fluid flowed freely and showed no signs of disconnecting or leaking anywhere on the returned set configuration with no anomalies. Pressure testing showed there were no disconnections anywhere on the returned set while the tubing was manipulated at each engagement. The root cause of the customer¿s report of disconnection was not identified.

Event description:
During a site visit by bd representatives it was reported that there was an unspecified tubing event, "disconnected IV set." Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics not provided.

Event description:
During a site visit by bd representatives it was reported that there was an unspecified tubing event, "disconnected IV set.".although requested, no further details were provided by the customer for this event.